Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a highest reported blood glucose (bg) of 397 mg/dl following a meal consisting of peanut butter and jelly, mandarin orange, and pudding. The user logged the meal as usual. This was the second day using the ilet. The ilet alerted to the high bg, and the bg remained elevated for over 90 minutes. The device corrections algorithm was engaged, and the bg began trending downward during the call. At 09:10 pm pst, follow-up showed bg of 223 mg/dl decreasing to 171 mg/dl by the end of the supply change. No symptoms, external assistance, or medical intervention occurred.